Event description:
It was reported that during manipulation at the time of a device upgrade, the leads dislodged and withdrew. Of note, the procedure was difficult due to constricted access of the subclavian vein. The right ventricular lead was capped and replaced and the right atrial lead was left in place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead; implanted (B)(6) 2011. (B)(4).